Manufacturer narrative:
Additional, corrected and/or changed data: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant was irregular in shape, with its posterior wall displaced medially", "multiple strip-like high signal intensity areas", "rupture and displacement". This record is for the left side. Device status is unknown.